Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4) distal conductor blood/fluid obstruction; full lead returned and analyzed. Analysis of the stylet found no anomalies, but it was bent near the knob. The bend most likely occured at implant.

Event description:
It was reported the lead was introduced into the patient's subclavian vein using the straight stylet. Once inserted, the physician retracted the straight stylet and attempted to insert the j-stylet. The physician could only insert the j-stylet to a certain point in the lead after which it appeared the stylet was "blocked." The lead was removed and replaced with a new lead. No patient complications were reported as a result of this event.